Event description:
It was reported that at follow-up, low impedance was observed. Svc coil was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.